Manufacturer narrative:
Initial reporter occupation: lead tech. PMA/510(k) #: exempt. (B)(4).

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was used in an unknown patient for drainage. Two days after placement, the device stopped draining and was suspected to be kinked. The device was replaced with a new, similar device successfully. No other adverse effects were reported for this incident.

Manufacturer narrative:
Concomitant medical product¿ product received on: 14jan2020. Investigation-evaluation: it was reported to cook that the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter became occluded and burst. This occurred two days after placement. This incident was reported by va medical center, in the united states. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection were conducted during the investigation. The complainant returned one burst catheter to cook for investigation. Excessive biomatter was present throughout the device, and the catheter was in two sections. The proximal section appeared cut on the proximal end, and measured 17.5 cm with a rupture at the distal end. The distal section measured 7 cm, with the proximal end of the distal section ruptured. No mac-loc hub returned, potentially cut off by physician to remove the burst catheter. No damage to the distal tip was noted, however a wire guide was advanced through the distal segment and found excessive biomatter within the tip. Due to no suspected manufacturing-related cause of failure, no dimensional analysis was needed. At this time, there is no evidence suggesting that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) could not be reviewed, and a database search for complaints on the affected lot could not be completed due to no lot information provided. At this time, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: warnings: ¿if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed.¿ precautions: ¿catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ it is possible that inadequate flushing of the catheter caused the occlusion, but cannot be confirmed. Based on the information provided, returned product inspection, and investigation results, it was concluded that it is possible a maintenance issue contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 07jan2020 reported the device was placed percutaneously in the gall bladder on (B)(6) 2020. On (B)(6) 2020, the device "was occluded at the distal end". The operator used a 3cc syringe to flush. A CT scan revealed the device had "burst in the middle" and the operator "had to retrieve at that point".

Manufacturer narrative:
Additional information - this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.